Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported the patient took oral antibiotic flucloxicillin 500mgs x4 daily for a stoma infection.

Event description:
Additional report received on 17 may 2026. The patient's stoma site infection continues. Swab was collected at the stoma site for cultures. The patient was prescribed another course of unknown antibiotic. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
It was later reported that the patient was examined by a physician on (B)(6) 2026. The patient was started on another course of unknown systemic antibiotic. The stoma site infection continues. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.